Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient felt multiple shocking sensations that lasted 4-5 seconds each time. They were sitting down, eating breakfast in the morning when they first experienced the shock. The shocking started in her lower legs and then shut up to her torso, chest, and arms. The first day, they were shocked total of 6 times during the day and 2 times at night. The following day the shocking happened again a total of 3 times. They went to the emergency room to get the shocking checked and they performed multiple tests. One of the tests performed was a CT scan. There were no trauma/falls related to the issue and no recent medical tests or emi exposure. It was a sudden change. The patient had an appointment with their managing health care professional (hcp) for (B)(6) 2016. Further follow-up was being conducted to determine what troubleshooting was performed, what actions/interventions were taken, and what the cause of the shocking was.